Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer 2.1 failed. The customer attempted to resolve the issue by rebooting the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 had failed. The field service engineer (fse) reseated all connections and wires, inspected the ribbon cable, and verified proper voltage levels. Hardware test administration was performed with no errors observed. The customer subsequently tested the drawer functionality and confirmed that service was successfully restored. The system functioned as intended after field service engineer repaired the device.